Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 where the display has vertical colored lines on the uim (user interface module) which was obstructing the visibility of the ventilator settings. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Result of investigation:the vyaire failure analysis laboratory received the suspect component and performed a failure investigation.service technician was unable to verify customer reported problem. Vent was opened and inspected; no anomalies were noted. Process vent thru service for a complete calibration checkout to meet all factory specification and standard. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.